Event description:
A customer contacted beckman coulter inc. (Bci) stating that a lab technician cut her finger while handling an opened direct bilirubin (dbil) calibrator ampule vial. The lab technician was not wearing gloves as she opened the ampule vial that was wrapped in parafilm. The lab technician will do a baseline monitor for 6 weeks and 3 months testing for (B)(6).

Manufacturer narrative:
The bci hotline advised the customer that bci makes every attempt to make sure no infectious material is in the contents. The bci hotline forwarded the dbil calibrator msds to the customer.